Event description:
It was reported that the patient has received inappropriate shocks. Also, the shock impedance was high at 120 ohms. Technical services offered some programming options. There were no additional adverse patient effects. The system remains implanted.